Event description:
Per the audiologist, one week after the patient's cochlear implant system was switched on, the device stopped working. Exchanging the patient's external equipment on october 10, 2007 did not resolve the problem. Results of the integrity test done in 2007 were consistent with intermittent receiver/stimulator function. Explantation/reimplantation surgery had not been scheduled at the time of this report.